Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot, including sterilization records, was performed and there were no non-conformities found to be related to the reported event. A review of the device labeling was completed. Corneal edema and iop increase are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. Corneal edema and iop increase are established risks associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).

Event description:
It was reported that following an uneventful left eye (os) cataract plus trabecular micro bypass stent system procedure, the patient presented with bullous keratopathy (edema) associated with elevated intraocular pressure (iop). Through follow up, the following additional information was provided. Reportedly, the patient's iop spiked postoperatively, and the cornea became ¿white turbidity¿ (cloudy). Per report, the patient was not on any preoperative medication therapy and was referred to another hospital to address the intraocular pressure. Additional information has been requested.